Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) 4 months post implant. Boston scientific technical services (ts) recommended device replacement. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the patient refused immediate device replacement. No known replacement date has been scheduled at this time. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It had been returned greater than two years post-explant. Visual examination identified no anomalies. An attempt was made to interrogate the device but it exhibited no telemetry function. The device case was removed to facilitate inspection and testing of the internal components. The battery monitoring voltage was confirmed to be too low to support device functions. The battery was removed and replaced with an external power source. Even when powered with a stable, external power supply the device did not function as expected. Detailed analysis found the device exhibited characteristics of having had excessive exposure to magnets prior to the battery reaching elective replacement indicator (eri) status. Additionally, a possible issue with one of the capacitors may have resulted in high power consumption and premature battery depletion. Due to the length of time between explant and return and analysis of this s-ICD, the cause of the reported clinical observations could not be definitively confirmed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) 4 months post implant. Boston scientific technical services (ts) recommended device replacement. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. It was reported that the patient refused immediate device replacement. No known replacement date has been scheduled at this time. This product remains implanted and in service. It was reported that surgical intervention was undertaken. The device was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) 4 months post implant. Boston scientific technical services (ts) recommended device replacement. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. It was reported that the patient refused immediate device replacement. No known replacement date has been scheduled at this time. This product remains implanted and in service. It was reported that surgical intervention was undertaken. The device was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.